Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that an over infusion occurred.

Manufacturer narrative:
Additional information added to section b.5, g.3. The reported event involving a pump module ¿that an over infusion occurred when in use on a patient¿ could not be confirmed. The source device was not returned to enable testing for this investigation. The root cause of the customer¿s experience ¿that an over infusion occurred when in use on a patient¿ could not be determined. Patient demographics requested however not provided.

Event description:
It was reported that there was an unspecified fentanyl over infusion on a cardiovascular ICU patient. Although requested, no additional information about the patient, medication, or event provided by the customer.